Manufacturer narrative:
The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Event description:
According to the available information, auto inflation. Revision and reservoir replacement related to auto-inflation. Device is not being returned.